Event description:
It was reported that the lead exhibited less than 200 ohms impedance in the unipolar configuration. The pacing and sensing configurations had been changed to unipolar at a previous follow-up due to lack of capture in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.